Manufacturer narrative:
Investigation summary no photo or sample received for the customer's complaint of flow issues. Without further information like a physical sample for investigation, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd low sorbing administration set experienced spontaneous disconnection, and blood backflow during infusion. The following information was provided by the initial reporter: bd syringe low sorbing administration set with pressure sensing disc connected to both infant and pump. When I went to re-trace the line, I noticed the pressure disk was in the sensor, but the tubing was disconnected from the disk right below the disk. Blood did back-flow from infant into the entire tubing.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA via medwatch #: mw5105919. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd low sorbing administration set experienced spontaneous disconnection, and blood backflow during infusion. The following information was provided by the initial reporter: bd syringe low sorbing administration set with pressure sensing disc connected to both infant and pump. When I went to re-trace the line, I noticed the pressure disk was in the sensor, but the tubing was disconnected from the disk right below the disk. Blood did back-flow from infant into the entire tubing.